Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's device was removed as it was not working for her. She was unsure of the exact date of removal and hospital where it was removed. She was also unsure if the lead was removed.